Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an oblique lumbar interbody fusion (olif) procedure. It was reported there was fixation failure of the 4mm 2-pin hex fixator. The reference frame was misaligned. The procedure was continued by taking the images again. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.